Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was "not feeling well" beginning on the morning of (B)(6) 2010. The pt's pump was typically refilled every three months and was due to be refilled on (B)(6) 2010. The pt stated that the pump medication ran out and the pt, then, experienced withdrawal, the inability to the move upon waking up, muscle spasms, and fever. Per the pt's physician, the pt was advised to take 20 mg of oral baclofen every six hours. There was no information provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Additional information was requested but no provided at the time of this report. A follow-up report will be filed if additional information becomes available.